Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a clip appears to be loose in the package. In addition, a unknown foreign matter can be observed on the image, it cannot be determined if it is inside or outside the package. Unfortunately the photos do not provide enough evidence to determine root cause.

Event description:
It was reported that during an unknown procedure, several clips were unclosed and still pushed out like a ¿u¿ shape so they were unable to be applied and ligated on the vessels. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9143w. The analysis results found that the msm20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; therefore, no functional testing could be performed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.